Event description:
The original report stated only that "saline leakage was observed from the flush device during use." No patient complications were reported.

Manufacturer narrative:
Evaluation of the complaint unit identified a different failure that the one reported. We received (B)(4) custom kit with a bifurcated IV line and attached merit flush devices. The vented caps were still attached at the distal ends of the pressure line. There was no visible blood found at the distal tubing male connectors. In addition, there was no leakage found in the kit during leak testing. All connections appeared tight. The flow rate of one of the merit flush devices met the specification of 2- 4ml/hr, per the IFU. However, the flow rate of the other merit flush device did not meet IFU specification; flow measured an average of 25.6ml/hr. It appeared that the flush device housing was not assembled straight and this affected the flow rate. The complaint was related to a manufacturing non-conformance of the merit supplied device. Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation. A device history record review was complete and documented that the device met all specifications upon distribution.